Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) and other manufactures right atrial (ra) lead exhibited intermittent high out of range pacing impedances measuring 2100 ohms that were being oversensed by the respiratory rate trend sensor (rrt). Technical services discussed possible causes and provided programming options. The health care professional turned off the rrt sensor and will continue to monitor. At this time, this crt-d and other manufactures ra lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) and other manufactures right atrial (ra) lead exhibited intermittent high out of range pacing impedances measuring 2100 ohms that were being oversensed by the respiratory rate trend sensor (rrt). Technical services discussed possible causes and provided programming options. The health care professional turned off the rrt sensor and will continue to monitor. At this time, this crt-d and other manufactures ra lead remains in service. No adverse patient effects were reported.